Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient had pupils blown. A computerized tomography (CT) of the head indicated a diffuse bleed. Patient was put on palliation. Mean arterial pressure (map) and coagulation were both reported to be within normal limit. The cause of bleed is unknown. Additional information states that the brain bleed was extreme. The precise vessel in the brain that was bleeding was not specified but it had been occurring for approximately 24 hours. The support was withdrawn and the patient was deceased. The family agreed to autopsy and results are pending. The patient was declared death on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Stroke has been previously investigated. And will continue to be monitored through quality data reviews. Which, are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported, that the death was likely a device or surgical consequence. The device was noted, to be operating as expected. Device was not returned.